Manufacturer narrative:
Date of event was approximated to (B)(6) 2020 as no event date was reported. The complainant was unable to provide the lot number. Therefore, the manufacture and expiration dates are unknown. (B)(4). A visual examination of the returned complaint device found that the balloon and the catheter did not have any visual defects and was in a good condition. Functional evaluation was performed and the balloon was inflated without problem; however, the balloon would not hold pressure due to a pinhole located at the distal section of the body of the balloon. It is possible that conditions related to the procedure and/or the handling/manipulation of the device could have affected its performance and its intended purpose, leading to the observed failure. However, the investigation findings do not lead to a clear conclusion about the cause of the observed failure. Therefore, the most probable root cause is cause not established.

Event description:
Boston scientific corporation received an unauthorized return of a cre pro wireguided dilatation balloon. It was found that the balloon had a pinhole. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.